Event description:
Following a diagnostic procedure, an angio-seal device was placed in the pt's right groin. An angiogram was not performed and no venous sheath was in place. Following the procedure, the pt was transferred to the floor, she subsequently complained of right groin and back pain and reportedly felt faint and overheated. The puncture site was examined and found to be firm to the touch with no hematoma, oozing, or bleeding. Post-procedure the pt's blood pressure decreased and intravenous fluids were increased. An ultrasound was performed with normal results, however, a CT scan revealed a retroperitioneal hemorrhage. The pt was treated with fluids and manual pressure was applied. No transfusion or vascular repair was required. The pt was discharged on 7/14/99 and was reportedly in satisfactory condition as of 7/20/99.